Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported that the insulin pump was not delivering insulin. It was stated that when changing the infusion set and priming, insulin would not go through the tubing and the customer would not receive any alarms. The issue happened several times for 2 weeks. Blood glucose the night prior to calling was 30 mmol/l which was treated with manual injection and it came down to 10 mmol/l. The customer reverted to old insulin pump as a back-up plan. The customer would be contacted to arrange a replacement. The device will not be returned for analysis.